Event description:
It was reported during implant, ventricular oversensing was observed after the device was connected to the lead. When the lead tested normal via an analyzer, the sensing appeared to be normal. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and using automated test equipment and no anomaly was observed. The noise could not be reproduced and the root cause could not be conclusively determined.